Event description:
It was reported that during an a-fib procedure, the patient's blood pressure dropped and cardiac ultrasound confirmed pericardial perforation. Pericardiocentesis was performed and the patient was stabilized and admitted overnight for observation. Amount of fluid removed from the pericardial space was unknown. The reporter stated that just before the blood pressure dropped, they received the error 139 (related to the catheter connected), however, the error disappeared after clicking on it. Follow up with the customer was performed to obtain detailed information of the event with no success after three attempts.

Manufacturer narrative:
Investigation is still in process. A supplemental report was submitted to the FDA once that the product analysis investigation is completed.concomitant products:carto 3 system us: catalog #: fg540000, serial #: (B)(4). Stockert 70 system us,: catalog #: s7001, serial #: (B)(4). Cool flow pump us: catalog #: cfp002, serial #: (B)(4). Lasso nav variable eco us: catalog #: d134301, lot #: 15745791l.(B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient's blood pressure dropped and cardiac ultrasound confirmed pericardial perforation. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. A cool flow pump test was performed as well and the catheter passed specifications. The catheter was also evaluated for eeprom, carto 3, 4 khz and calibration functionality. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. Finally, a deflection test was performed and the catheter passed. The catheter passed all specifications. The root cause of the pericardial effusion remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures.